Manufacturer narrative:
DHR, maintenance and quality notification records were analyzed and no deviation was found for this batch. No samples/photos were sent by the customer not being possible performing an investigation and determine the root cause for the incident. The manufacturing process are validated with defined acceptance criteria. From these information¿s it is not possible confirm the complaint. The incident identified by this complaint will be monitored to tendency analysis.

Event description:
It was reported that the bd plastipack syringe was cracked along the length. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipack¿ syringe was cracked along the length. There was no report of exposure, injury, or medical intervention.